Event description:
New information noted a new system was implanted on an unknown date. No additional information or patient condition was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was found to have endocarditis, no other symptoms were noted. The entire system including the pulse generator and the leads were explanted. The device was explanted and was placed outside the pocket and remained in service as the patient is completely pacer dependent; a new system will be implanted later. The patient was stable before and post procedure.